Manufacturer narrative:
Per the information provided by customer, there was no increase in occurrence of the event, nor was there an instrument malfunction; therefore, onsite service was neither requested nor required. Customer has not contacted beckman coulter, inc. To report a recurrence of the event. ((B)(4). Customer did not require onsite service.

Event description:
A beckman coulter, inc. (Bci) representative contacted customer per the troponin I (accutni) customer contact marketing survey program (msp). Customer stated that the access 2 immunoassay system generated one occurrence of a non-reproducible "false positive" accutni result. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The initial result was not reported out of the laboratory. The initial result recovered a positive accutni result above the ami (acute myocardial infarction) cutoff. Customer stated that a proactive procedure has been implemented by the laboratory to verify unexpected results prior to reporting out of the laboratory, thereby preventing potential risk to patient safety. The results of the filtered and rerun samples on both of the access 2 instruments were within the normal reference range. According to the laboratory repeat protocol summary for troponin I samples, all troponin specimen that are greater than 0.09 nanograms per milliliter (ng/ml) are repeated.